Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
It was reported that an evercross dilation catheter balloon burst at 3atm. A 7 x 100 evercross balloon was used to complete the procedure. No patient injury reported. Evaluation summary: the balloon chamber contained significant blood residue. The blood residue was flushed out and a pinhole leak was detected 15 mm from the proximal marker band.